Event description:
The surgeon planned a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the pre-surgery checks, the tracking camera could not detect cracking arrays. The surgeon determined that the proper course of action was to postpone the procedure by one day.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Mako field service evaluated the system at the site, confirmed the amber fault led light of the camera was illuminated indicating a hardware failure, and arranged for return of the camera to mako. The camera was replaced with a functional unit at the site. The results of the engineering eval confirmed the hardware failure of the tracking camera, which was discovered through visual inspection. The sensors around the left camera lens were not illuminated, preventing the camera from tracking any optical markers. The system's safety feature (amber "fault" led) worked as extended.